Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced a shocking-like sensation at the battery pocket site when lying down on their right side or on their back. The patient stated they experience the sensation regardless if the battery is on or off, and they were unable to replicate the sensation by palpating the site in any other position. No possible contributing factors were noted, and no interventions were planned or performed. The issue was not resolved at the time of the report, and the patient was noted to be alive with no injury.